Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the insertable cardiac monitor (icm) exhibited under-sensing with pause events. Programming changes were made. The patient in stable condition.

Manufacturer narrative:
The reported event of false pause episode was confirmed. Based on the information provided, the cause for the signal saturation in the patient that resulted in the false pause episode is undetermined but thought to be due to temporary loss of electrode contact. Another false pause episode was due to small r wave amplitude. The clinic has adjusted r sensing max sensitivity.